Event description:
Product surveillance received notification of a patient who returned 5 companion samples of minicaps with inadequate iodine. On (B)(4) 2011, product surveillance contacted the home patient (hp) who mailed back the minicaps. The hp stated they did intend to return these companion samples because they found minicaps from this lot with sponges that were dried. The packaging was unopen. The minicaps were stored at room temperature. The hp did not have an exact count of how many minicaps that were from this lot. The hp discarded the dried out minicaps when they found them and used a new one. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint was for inadequate iodine for a minicap. The complaint was not confirmed and the cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received